Manufacturer narrative:
This product is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon entrance of the lead into the cephalic vein the physician noticed the helix was slightly extended and subsequently retracted it. Upon initial placement the lead measured a pace impedance measurement of 4,000 ohms. The physician elected to remove the lead but when retracting the helix it was noted that it became stuck in the tricuspid valve. The physician was able to successfully remove the lead and implant an alternate without difficulty. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.